Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number; 1644408-2022-01561; 346-16-709, (B)(4) - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.